Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a broken reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the customer attempts to put a bolus and the insulin pump is not taking the information. Customer stated that when pressing act the insulin pump does not respond until pressed multiple times. Mother also mentioned that the customer experienced low blood glucose readings. Troubleshooting was not performed as the customer did not have the insulin pump available. Customer's blood glucose reading at the time of the call was 102 mg/dl. No further information reported.